Event description:
During ercp (endoscopic retrograde cholangiopancreatography), the conmed pro-forma catheter was removed and the radiographic tip was noted to be missing from the end of the catheter. The radiographic tip was identified still within the body; a new/different catheter with snare was introduced and the radiographic tip was successfully retrieved. Since this episode, we have opened two other kits of the same catheter and found the radiographic tip "off" in the package. We have since stopped using this catheter and given feedback to the manufacturer regarding this ongoing problem.

Event description:
During ercp (endoscopic retrograde cholangiopancreatography), the conmed pro-forma catheter was removed and the radiographic tip was noted to be missing from the end of the catheter. The radiographic tip was identified still within the body; a new/different catheter with snare was introduced and the radiographic tip was successfully retrieved. Since this episode, we have opened two other kits of the same catheter and found the radiographic tip "off" in the package. We have since stopped using this catheter and given feedback to the manufacturer regarding this ongoing problem.